Event description:
It was reported that during a procedure, the probe had an error code 25 and an impedance error during the first burn. No levels were completed prior to the probe errors occurring and the patient was sedated with monitored anesthesia care (mac) anesthesia. When the physician removed the probe and tried to reconnect it to the generator, the error code 25 appeared on the generator display and there appeared to be a disconnection from the electrode in the probe. The physician removed the whole system and the probe was fully intact with no signs of damage to the sheath. After an unsuccessful attempt to dock at l5, the physician decided to abort the procedure.

Event description:
It was reported that during a procedure, the probe had an error code 25 and an impedance error during the first burn. No levels were completed prior to the probe errors occurring and the patient was sedated with monitored anesthesia care (mac) anesthesia. When the physician removed the probe and tried to reconnect it to the generator, the error code 25 appeared on the generator display and there appeared to be a disconnection from the electrode in the probe. The physician removed the whole system and the probe was fully intact with no signs of damage to the sheath. After an unsuccessful attempt to dock at l5, the physician decided to abort the procedure.

Event description:
It was reported that during a procedure, the probe had an error code 25 and an impedance error during the first burn. No levels were completed prior to the probe errors occurring and the patient was sedated with monitored anesthesia care (mac) anesthesia. When the physician removed the probe and tried to reconnect it to the generator, the error code 25 appeared on the generator display and there appeared to be a disconnection from the electrode in the probe. The physician removed the whole system and the probe was fully intact with no signs of damage to the sheath. After an unsuccessful attempt to dock at l5, the physician decided to abort the procedure.

Manufacturer narrative:
The returned probe was analyzed and the event of the probe exhibiting an error code 25 and disconnection issue was confirmed. The probe placement was not detected when connected into the generator. The ring electrode passed the continuity test, but the tip electrode failed the continuity test. X-ray inspection revealed one of the thermocouple wires broken at the terminator and the stainless-steel terminator was disconnected from its interconnect pin within the hub.